Manufacturer narrative:
H6 medical device problem code: 2017 - use after expiration manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a moderately calcified and tortuous lesion in the superior mesenteric artery. The 8x40mm xpert pro self expanding stent system (ses) was advanced to the target lesion however resistance was met when the handle was pulled and the stent failed to release. The ses was withdrawn and an attempt was made to deploy it ex vivo by pulling the handle; resistance was high during this process; however the stent could ultimately be released outside the body. Another xpert pro was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. It was noted the device was used past the expiration date.